Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was found broken, with a fragment loose, but was not separated from the main part. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The instrument was found to have a broken monopolar yaw pulley. The boss feature of the monopolar yaw pulley, resulting in the loose tip. Broke piece is not missing as a result of breakage. Root cause of this failure is attributed to mishandling/misuse. Failure analysis found the secondary failure of dislodged conductor wire cap to be related to the customer reported complaint. The instrument was found to have the conductor wire cap dislodged from its normal position. The cap was not returned. The broken monopolar yaw pulley likely caused the conductor wire cap to be dislodged. Root cause of this failure is attributed to mishandling/misuse.